Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim alleges that after surgery, the patient began physical therapy, but she continued to experience pain and discomfort with her left hip that never went away. In (B)(6) 2006, the pain worsened to the point that she met with her doctor. An MRI was performed on (B)(6) 2006 which revealed considerable metal artifact in her hip and a large mass. On (B)(6) 2006, the patient underwent surgery to remove this tumor. In (B)(6) of 2006, the pain in her left hip once again worsened and she met with her doctor. On (B)(6) 2007, the patient underwent revision of her left total hip arthroplasty in which the metal head and metal liner were removed, during this surgical procedure, the doctors found large bursal fluid collection from the debris from the metal on metal components. Despite this revision surgery, ms. (B)(6) never fully recovered and suffered two dislocations anterior due to poor position of the acetabular component. On (B)(6) 2008, she once again was required to undergo revision surgery of her left hip to correct this defect. The doctors who performed the surgery observed that the region behind the cup had significant metallosis caused from the metal on metal components originally implanted.